Event description:
It was reported that the right ventricular lead experienced t-wave oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed oversensing was recorded. There were four super-ventricular tachycardia / non-sustained tachycardia episodes with less than 200ms average cycle lengths recorded on (B)(4)-2010 in one and one-half hour timeframe. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.